Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the top case is in excellent condition. Hair line crack on right plunger case. No visible contamination. During syringe testing using a biomed diagnostics monitor syringe plunger sensor, the reported problem was duplicated. The root cause of the reported issue was found to be normal wear. Left flipper does not engage during the 1 ml syringe test. Too much play (loose screw found inside) of left plunger case flipper assembly as a result of normal wear. Replaced left plunger case. Power up device and recalibrated . Device passed all the functional testing.

Event description:
It was reported that the plunger is defective. No patient injury was reported.